Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) unit is overheating and stuck in standby.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) unit is overheating and stuck in standby. It is unknown under which circumstance the event occurred and it is unknown if there was patient involved.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and could not duplicate the reported issue of being stuck in standby mode. The fse did however find that the compressor was running hot (65c +) and replaced it. Performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety tests per factory specifications. The iabp was then released to the customer and cleared for clinical service.